Event description:
It was reported that, "as surgeon was trying to insert the 15 diameter tibial nail, he reamed to a 20 but the nail would not go down. The surgeon then began hitting the targeter in alternate positions to try and get the nail down, and part of the nail holding bolt came off of the bolt and came down through the top of the nail. The surgeon believed that the strike plate was not engaging properly. The nail had to be removed and a new nail was implanted."

Manufacturer narrative:
Additional info has been requested. If additional info is received it will be provided on a supplemental report. Associated devices 1822-1539s tibial nail, standard 15x390 mm, lot# k165375. Unk product - strike plate, lot# unk.